Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2023 and suture was used. Sutures that come with the pack ¿ they broke easily, cannot be used to suture the skin, additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: this has happened more than 5 times already. It was reported that "multiple needles have broken off at the tip during various procedures (hemorrhoidectomy, colon resection)". Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the number of procedures affected by this issue. Please confirm the number of needles that broke during each procedure. How were the fragments retrieved? For example, another incision, or second surgery? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Can you identify the lot number of the product that was used? Note: events reported via: mw# 2210968-2023-09739 mw# 2210968-2023-09740, mw# 2210968-2023-09741, mw# 2210968-2023-09742.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.